Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) console shut off during transport. There was no harm or injury to the patient and no adverse event was reported

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse could not duplicate the issue but while inspecting the unit found several error codes in the logged files; 2,55,111,112, & 118. They all indicate that the executive processor board should be replaced. The fse ordered parts and replaced executive processor board. Unrelated to the reported issue, the tidal volume disk and battery were replaced per use cycle. The fse then, completed all diagnostic, performance and safety tests with no issues. The fse approved the unit for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) console shut off during transport. It is unknown if there was any patient harm/injury; however there was no adverse event reported.